Event description:
It was reported by the customer that a pyxis medstation es system had a login issue. The customer stated that all user failed to log in es server, pyxis station, and logistic getting an error message. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a login issue. The technical support specialist confirmed that hospital it resolved the issue. The system functioned as intended after the customer troubleshot the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was " (B)(6)".